Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that the patient had a loss of stimulation due to high impedances. The patient underwent a revision procedure wherein it was discovered that the lead tail was completely removed from the paddle prior to revision. The lead and the ipg was replaced. Malfunction was suspected with the lead. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg sc- 1110 (sn(B)(4)) was analyzed and no anomalies were found. Sc-8120-70 (sn(B)(4)) device evaluation indicated that the complaint of high impedance was confirmed. Although the paddle lead was returned in pieces, most cables were fractured at the suture sites. Some cables were pulled and exposed. The pulled and exposed cable damage is a result of a typical explant procedure and it is not considered a failure. Sc-8120-70 (sn: (B)(4)) the complaint of high impedance was confirmed. Although the paddle lead was returned in pieces, most cables were fractured at the suture sites. Some cables were pulled and exposed. The pulled and exposed cable damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that the patient had a loss of stimulation due to high impedances. The patient underwent a revision procedure wherein it was discovered that the lead tail was completely removed from the paddle prior to revision. The lead and the ipg was replaced. Malfunction was suspected with the lead. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-70 serial #: (B)(4)description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that the patient had a loss of stimulation due to high impedances. The patient underwent a revision procedure wherein it was discovered that the lead tail was completely removed from the paddle prior to revision. The lead and the ipg was replaced. Malfunction was suspected with the lead. The patient was doing well postoperatively.